Event description:
Approximately two and a half years after implant, this patient developed high power and was treated with tirofiban and heparin for presumed pump thrombosis. This resulted in an initial improvement in pump parameters but power subsequently increased and he required catheter-delivered thrombolytic therapy. Pump parameters again improved but never returned to baseline and he was not considered a candidate for pump exchange due to a long history of poor compliance and chronic driveline infection. He subsequently developed electrolyte imbalance, ventricular tachycardia and multi-system organ failure and died following withdrawal of care. An autopsy was not performed. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
It was reported that the patient was admitted on (B)(6) 2014 with complaints of pain. International normalized ratio (inr) was 1.5. The patient was started on heparin. Plasma free hemoglobin was 5.0mg/dl on (B)(6) 2014. On (B)(6) 2014, the ventricular assist device (vad) had intermittent power spikes and the patient had tea colored urine. The patient was moved to the intensive care unit (ICU). On (B)(6) 2014, hematocrit (hct) was 32.9 and hemoglobin (hgb) was 10.4. Computerized tomography (CT) of the chest with contrast on (B)(6) 2014 did not show a definitive thrombus, but a small portion of the outflow graft could not be evaluated due to artifact. Tirofiban was given with some improvement in the power trend initially. On (B)(6) 2017, lactate dehydrogenase (ldh) was 3270. Power spikes continued to trend upward. The patient was taken to the cardiac cath lab on (B)(6) 2014 for catheter assisted thrombolysis (ekos catheter). A bolus of alteplace was given via ekos. Vad power dropped from 19 to 13. Tissue plasminogen activator (tpa) was initiated and the patient returned to ICU. Vad power was down to 12. Hct dropped to 26.4 and hgb dropped to 8.7. The patient received 2 units paced red blood cells on (B)(6) 2014 and (B)(6) 2014 as the drop was thought to be related to hemolysis. On (B)(6) 2014, ldh was 4573. Vad power dropped from 17.8 to 10.7. The patient expired on (B)(6) 2014. The cause of death was vad thrombus. No additional information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient developed a suspected pump thrombus, was treated medically without success; the patient subsequently expired on (B)(6), 2014 following withdrawal of care. The lvad pump was not returned for evaluation as it was not explanted post-mortem. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple 'high watt' alarms on the date of the reported event; this is indicative of a thrombus event. The reported patient's history of non-compliance with anticoagulation therapy may have contributed to the suspected pump thrombosis. Events with high power consumption are most often attributed to thrombus formation and is a known risk associated with use of ventricular assist devices noted within the labeling. The probable root cause of the reported high power consumption is due to thrombus formation or ingestion within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.